Manufacturer narrative:
This report is submitted on december 22, 2022.

Event description:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 4, 2024.